Event description:
It was reported there was high impedance of greater than 3000 ohms on the ventricular lead. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (Date of death - no information to not applicable; patient outcome - checked required intervention).

Event description:
It was reported there was high impedance of greater than 3000 ohms on the ventricular lead. The device is still in use. No patient complications have been reported as a result of this event. It was further reported that the lead was capped and replaced on (B)(6), 2010. No patient complications were reported as a result of this event.